Event description:
It was reported that the patient presented for in-clinic follow up. Interrogation of the device revealed that episodes of automatic mode switch were missing from stored electrograms. No interventions were made and the patient will continue to be monitored.

Manufacturer narrative:
The reported event of missing electrograms (egms) was confirmed. Based on the information provided for software analysis, it was determined that the reason the automatic mode switch (ams) egm was not stored was because the device storage was full. The ams logs were cleared but the stored egms were not cleared; therefore the ams egm could not be stored. The device was performing per design.